Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite us mr 20 x 2.50 stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Red blood like substance inside balloon. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer, distal and mid-shaft section and a visual examination of the inner lumen found the device to be broken into 2 sections, break in distal shaft 1209mm distal from distal end of strain relief, break is in the inner and outer resulting in distal section separation and exposed core-wire. Stretching of distal shaft on proximal side of break, tear (in inner and outer) from wire exchange port to the break. Stretching of mid-shaft on proximal side of port bond. The tab was bent and a red blood like substance was noted inside distal shaft inflation lumen. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtain via the radial artery. The target lesion was located in the coronary artery. A 20 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the shaft broke at the micro level while the physician was trying to pullback the system after successful deployment. The distal shaft was removed with a snare. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtain via the radial artery. The target lesion was located in the coronary artery. A 20 x 2.50 promus elite drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the shaft broke at the micro level while the physician was trying to pullback the system after successful deployment. The distal shaft was removed with a snare. There were no patient complications nor injuries reported.